Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was still attached to her and fell off. Customer stated that there is a black circle on the screen and a picture of an empty circle. Customer stated that she got a failed battery test alarm and she changed the battery. Customer got a bad battery alert, low reservoir alert, and a no delivery alarm. Customer did not do any troubleshooting as call was disconnected.